Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device was received at the service center and evaluated. The defects reported by the customer was not confirmed. No defects that adversely affect the function of the device have been identified. The following repair activities were performed: functional test according to test procedure completed, by built-in-test (bite) indicated fault codes analyzed, unit cleaned, unit calibrated newly, 1hr.- output power test completed, functional test performed, electrical safety test completed, safety test checklist enclosed. The issue reported is not confirmed and the root cause is undetermined. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device was received at the service center and evaluated. The complaint of a defective device was confirmed. The following information was reported via the service report: "micro": preventive replacement of o-rings performed acc. To service manual motor corroded - motor replaced. Resistance value out of specs: handcontrol set replaced. Short circuit in the motor cable - motor cable replaced. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test acc. To test procedure completed. Safety test checklist enclosed. The corroded motor, out of tolerance resistance values, and short circuit in the motor cable would have cause the reported issue of a non-functional device. Potential fluid ingress in the motor chamber may cause corrosion of the motor. Specific root causes for the identified out of tolerance resistance values and short circuit in the motor cable cannot be determined. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
Service: when the coag and ablate pedals are pressed, the module makes normal sounds however, there is no output from the handpiece when either pedal is pressed down - tried 2 different hand pieces - only serviced in (B)(6). It was reported by the affiliate in (B)(6) that the vapr vue generator device did not have an output when the coagulate or ablate pedals were pressed. It was reported that two different handpieces but nothing happened. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.